Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues. Physio-control replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the observed boot issue was due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Event description:
The customer initially reported to physio-control that the display on their device was blank. After an evaluation of the device by physio-control, it was observed that the device was not completing its boot up cycle. There was no report of any patient use associated with the reported issue.